Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An impedance/resistance decrease was noted. The weekly pace lead impedance trend data shows an impedance decrease for maximum atrial pace equal to 700 to 425 ohms range between (B)(6) 2012. The atrial lifetime impedance max/min equals 700/366 ohms.

Event description:
It was reported that the device interrogation 3 weeks post implant revealed increased threshold, decreased impedance and decreased p-wave on the atrial lead. A possible lead dislodgement was suspected. The lead remains in use and a possible procedure to correct the atrial lead dislodgement will be done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.